Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system, reported their midline incision had reopened. There were no signs of infection. The evoke system was explanted. The physician noted the patient¿s pre-existing condition of diabetes.